Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.

Event description:
Clinic administrator reports concerns regarding some overcorrections following lasik surgery. Additional info has been requested.